Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called from the operating room during an implant case to report that the needle for the bumpy anchor possibly went through the lead. Caller was not sure if it definitely had gone through the lead or not. Caller said they did an impedance test and values came back within normal range. Caller asked if the lead needed to be replaced. Agent reviewed that impedance values were encouraging, but that, ultimately, proceeding with lead replacement would be a medical decision for the doctor to make. No symptoms were reported. 2025-oct-2 e1 (rep): additional information was received from manufacturer representative (rep) who reported the lead was removed and replaced. They are not sure if the needle went through the anchor and lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the lead was removed and replaced and they did not ask the healthcare provider (hcp) to return the device. The issue was resolved.